Manufacturer narrative:
The device has not been returned for evaluation at this time. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) pt reported that during drain 1, it was draining very slowly. He ended treatment and disconnected from the cycler. When he opened the door, he found fluid in the cassette area. He was advised to discontinue using the cycler and contact his pd nurse. The pt switched to manual treatment. He retained the set and is making it available for evaluation. During follow up, the pt's pd nurse reported that he has not had any signs of infection. He was not treated with antibiotic. No adverse event reported at this time.